Event description:
Patient was implanted with 3.5mm lcp proximal tibia plate and screws on (B)(6) 2012 for tibia fracture. Patient presented to surgeon seven months post-operative complaining of pain. Exam and x-rays on an unknown date revealed a non-union of the proximal 1/3 tibia and the plate was broken at the non-union. Patient was returned to the o.r. On (B)(6) 2013 for revision surgery. Surgeon removed the hardware and revised the patient with a tibial nail. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Previous report verbiage incorrectly indicated device return. Device has not been returned.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies.